Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a trauma procedure, the imaging system could not perform 3d image acquisitions. It was reported that 2d acquisitions could be performed, but the tube could not be rotated for 3d acquisitions. Restarting the imaging system restored functionality to the imaging system. There was no patient present when this issue was identified. No additional information was provided.